Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Band slippage, obstruction, pain, dysphagia, reflux, inadequate weight loss, vomiting and nausea are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the actual implant date, serial number or catalog number. Device labeling addresses the reported event of band slippage, obstruction, pain, reflux, nausea, vomiting, obstruction as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."

Event description:
Health professional reported a lap-band system removal "due to abdominal pain/discomfort and lack of weight loss." Follow-up information: health professional stated the patient had complained of obstruction, dysphagia, pain, nausea, vomiting, and reflux. Diagnostic testing was conducted and showed a band, "slip," so the entire device was explanted.